Event description:
Pt reported experiencing elevated blood glucose levels since (B)(6) 2011. Pt stated he thinks the infusion device delivers too low amount of insulin. Pt reported he went to the hospital and was placed in the intensive care unit with a blood glucose level of 485 mg/dl. Pt's normal blood glucose range is 100-120 mg/dl. Pt stated the doctor corrected his elevated blood glucose level with an IV; contents are unk. Pt reported he is currently out of the intensive care unit but remains in the hospital. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.